Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the pressure sensor was opened to connect the liquid, during venting, it was found that there was liquid oozing out of the joint. The doctor took a closer look and found a crack in the joint and replaced it. The event occurred during set-up, just before use on the patient. There was no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: neither samples nor photos were received for the analysis of this complaint. Without the return of samples, a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. A DHR review was completed and there were no discrepancies or anomalies found during the manufacturing of this lot. If a sample is returned at a later date, the complaint will be reopened and an investigation will be completed.